Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 6. Reference MFR. Report #1627487-2015-06324, 1627487-2015-06325, 1627487-2015-06326, 1627487-2015-06327, and 1627487-2015-06328. It was reported the patient was experiencing ineffective stimulation from his scs system. An sjm representative met with the patient for system reprogramming but was unable to achieve effective stimulation. System diagnostics indicated high impedances were present. Additionally, the patient's lead incision sites opened, and as a result, the patient was put on oral antibiotics and given an ointment. Cultures taken later confirmed infection was present at both the ipg pocket as well as lead sites as indicated by gram positive cocci. The patient's entire scs system was explanted during surgery on (B)(6) 2015. During surgery, it was noted the patient's extensions had previously pulled out of the ipg header. The patient's scs system is placed supra-orbitally (off-label). The patient had two model 3343 extensions from the same lot as part of his scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 6. Reference MFR. Report #1627487-2015-06324, 1627487-2015-06325, 1627487-2015-06326, 1627487-2015-06327, and 1627487-2015-06328. Additional information received identified the patient's infection continues. The patient was prescribed vancomycin and was referred to an infectious disease physician as the next course of action to address the issue.